Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller had part of the user interface (ui) membrane lifting off at the display button.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was no patient consequence. The system controller was not in use by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s user interface (ui) membrane being lifted was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller, serial number: (B)(6), revealed that the ui membrane was slightly lifted near the display button. The returned system controller passed functional testing and successfully operated on a mock circulatory loop for an extended period of time without any issues. The reported event of a lifted ui membrane on the system controller was confirmed, a corrective action was initiated to investigate this issue. The device history records were reviewed. Heartmate 3 instructions for use document rev c, ¿replace any equipment or system component that appears damaged or worn.¿ heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.